Manufacturer narrative:
Section b3: date of event: unknown/not provided. The best estimate date is on or prior to feb 12, 2026. Section d6a: if implanted; give date: unknown/ requested but not provided. Section d6b: if explanted; give date: unknown/ requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded toric monofocal intraocular lens (iol) was explanted after the patient experienced worsened visual acuity following cataract surgery, despite best correction in both eyes (ou). Although the patient¿s manifest refraction was close to plano, visual acuity remained worse than pre-operative levels. Post-operative examination demonstrated acceptable clinical findings in both eyes, with the iols well positioned and only minimal posterior capsular opacification (pco). Repeat corneal topography showed irregular astigmatism. Lamellar keratectomy with mitomycin-c (mmc) was discussed as a treatment option, including the potential for refractive changes and the possible future need for glasses or contact lenses. The patient elected to proceed with keratectomy. Following the procedure, a refractive change occurred, and the patient subsequently chose to undergo an iol exchange. No patient harm was reported. No further information was provided.